Event description:
The facility reported a pump with a constant alarm. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01, 2007. Evaluation summary: the reported condition of a constant alarm was confirmed. Inspection of the device found that this was caused by depleted and potentially damaged batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.